Event description:
A medtronic representative reported that, during in a pelvic procedure, the tip of a 4.75 mast driver broke into three pieces while the surgeon was placing a screw into the pelvic cortical bone. All three pieces of metal were retracted from the surgical field and an o-arm 1000 imaging system spin was taken to confirm. The surgeon proceeded using a non-navigated driver and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument has fractured with pieces broken off. Mechanical failure, pieces broken, directly caused event. Medtronic representatives, following-up at the site, reported educating the staff and surgeons on advanced techniques to safeguard the navigated instruments against misuse when they are used under high torque conditions.